Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified or reproduced. The device was found to deliver within specification during flow testing. The customer did not provide an event occurrence date and review of the last days of customer use in the event history log did not reveal and abnormalities that could cause or contribute to the reported problem. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump indicated the infusion was complete but the bag was not empty. There were 300cc left of a 100cc bag. The event occurred in the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.